Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+ on a patient with restricted posterior leaflet. A mitraclip ntw was inserted and deployed on the mitral valve without issues. To further reduce mr, a second clip, a mitraclip xtw was inserted and placed on the mitral valve. However, after deployment, the clip opened from roughly 5 degrees to roughly 20 degrees. To stabilize the clip, a third clip was implanted adjacent to the second clip. The procedure was completed with three clips implanted, reducing mr to a grade of 2-3. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.